Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, damage (physical or cosmetic), pump error 49, pump error 68. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for the event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. Customer reported receiving a pump error. Customer was able to clear the error. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with an unresponsive keypad at the "down direction" and "select/ok" buttons. Unable to perform the displacement test, active current measurement, sleep current measurement and self test due to unresponsive keypad. No pump error 68 or 49 noted in the pump history files. Pump was cut open to perform visual inspection and found corroded keypad traces. Swapped out case and successfully downloaded history files and traces. Stuck button alarm was found in the [history files] on (B)(6) 2024 at 14:15:29.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, corroded keypad trace, cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads. Unable to verify pump error 68 or pump error 49 due to unresponsive keypad. Unresponsive keypad was observed during analysis and confirmed due to corroded keypad traces. Pump exposed to moisture confirmed. Stuck button alarm confirmed due to corroded keypad traces. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.